Manufacturer narrative:
Qn# (B)(4). A lot number was not reported. A potential lot number was identified based on a sales history review. Per DHR the product weckvista access balloon port 12mmx70mm lot#73f1900217 was manufactured on 06/11/2019 a total of (B)(4)pieces. Lot was released on 06/20/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 412944 weckvista access balloon port 12mmx70mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that a part of the balloon was detached from the cannula. The observed damage indicates that the balloon was over-inflated. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Unintentional user error caused or contributed to this event. The reported complaint of "broken - balloon" was confirmed based upon the sample received. The device was returned with a part of the balloon detached from the cannula. This damage is consistent with damage found when the balloon has been over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that a part of the balloon got detached from the device when it was inserted during a laparoscopic cholecystectomy. The device was removed and replaced with a new one, however, the same issue occurred. Therefore, a competitor's device was used to complete the operation. Nothing fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a part of the balloon got detached from the device when it was inserted during a laparoscopic cholecystectomy. The device was removed and replaced with a new one, however, the same issue occurred. Therefore, a competitor's device was used to complete the operation. Nothing fell/remained in the patient.